Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that 7 months and 14 days after the dental implant was installed in intraoral region 4#, its non- osseointegration was observed and occlusal overload has occurred. Moreover, 35n.cm of primary stability was achieved, the patient presented bone type ii, immediate implant was performed and immediate load procedure was done.